Event description:
This procedure was performed in (B)(6). The protege everflex 100mm stent was placed with precision in the femoral artery, without any clinical incident. However, investigation indicates that a 150 mm stent may have been loaded into the stent delivery system. No further reports have been documented associated with this lot number.